Event description:
The customer reported a flow rate discrepancy. The pt was in continuous veno-venous hemodiafiltration (cvvhdf) mode at the time of this incident. The fluid removal rate was programmed at 100 ml/hr, but the status creen displayed 160 ml/hr. The pt did not suffer any injury or require any medical intervention as a result of this incident.